Event description:
Procedure type: inguinal hernia repair. According to the reporter: when surgeon removed dissector balloon, it got torn off the obturator and was stuck in the tip of the trocar. I personally observed tech lube the balloon before connected the obturator/balloon pieces to the trocar. No patient involvement. No tissue loss. No operating room time delay. New spacemaker was opened.

Manufacturer narrative:
(B)(4).